Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion. The device was returned and based on preliminary analysis critical therapy may have been affected in this device.